Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) which accelerated the patients ventricular tachycardia (vt). The vt was converted with a 41 joule shock. The ICD system remains in service. No additional adverse patient effects were reported.